Event description:
Impella inserted the optical which gives an ao pressure malfunctioned. A new impella replaced it. Vender confirmed this was a catheter issue and not a console issue. When they used a second catheter and plugged into console, no problems identified. FDA safety report ID# (B)(4).